Event description:
The customer reported that the unit has primary alarm test failed. The customer reported that the unit was not in use on patient. The customer contacted product support and wants to know what error code 5021 is associated with. Product support informed customer it is a speaker test (pm pcba & mc pcba). If fail is displayed, follow the recommended repair for diagnostic code 1102. If pass is displayed, no action required. Product support informed customer of error code and forwarded a copy of most recent service manual for future reference. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per biomedical engineer he is only inquiring for the error code that he found in the log that is pointing to primary alarm. Product support informed customer it is a speaker test (pm pcba & mc pcba). Product support informed customer if fail is displayed, follow the recommended repair for diagnostic primary test failed error code. If pass is displayed, no action required. Per biomedical engineer all is good to go with the alarm error code. There is no malfunction with the alarm. The biomed just needed a newer version of the service manual to verify that it was a non-failing message. Product support provided customer an updated service manual. After reviewing this file, it was determined that MDR-2031642-2022-01508 was reported in error. There is no product malfunction identified with the unit. The biomed s only inquiring for the error that was found in the log. Therefore, this complaint no longer meets reportability requirements.